Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that defibrillation threshold (dft) testing was performed one year after this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted because dfts were not done at implant. Engineering analysis was performed on the induction test results. High shock impedances was observed. The first shock had an impedance of 190 ohms, and the second shock had an impedance of 181 ohms. The electrode was repositioned four days later due to suboptimal placement (too superficial). No further issues were reported following the revision procedure. No additional adverse patient effects were reported.